Manufacturer narrative:
Additional data: device evaluation: lens was returned in liquid, in lens vial. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
Patient code: 3191-lens repositioing (vertical) is not applicable due to additional data received. Claim# : (B)(4).

Manufacturer narrative:
Patient code: "3191 lens repositioing (vertical)" not included in the initial MDR. Claim# : (B)(4).

Manufacturer narrative:
It was reported that the, "second lens was implanted in vertically within the same surgery on (B)(6) 2018. The problem was resolved." Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.